Manufacturer narrative:
Concomitant products: 6935, lead, implanted: (B)(6) 2010; 5076, lead, implanted: (B)(6) 2008.

Event description:
It was reported that while being treated for ventricular arrhythmias, it was observed that the patient's left ventricular (lv) lead thresholds had increased and resulted in failure to capture. No changes were made and the lead remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo.if information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later removed with no allegation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.